Manufacturer narrative:
The pt's attorney initially reported a single composix kugel mesh, which was filed with the FDA under rae (B)(4) when davol was originally made aware of the complaint. However, medical records were later received that identified additional meshes. The medical records indicate that the pt was treated for an infection. While there is no indication that the mesh was the source of the reported infection, the warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A lot number was not provided; therefore, a mfg review is not possible. Additionally, no sample was returned for eval. Based on the review of the info currently available, no connection could be made between the adverse pt outcome and the davol product in question. If additional event and/or eval info is obtained, a f/u MDR will be submitted. Info related to the recalled composix kugel mesh implanted in (B)(6) 2003 was reported in accordance with rae (B)(4). See MDR 1213643-2012-00362 for info related to the second kugel patch implanted on (B)(6) 2007. See MDR 1213643-2012-00363 for info related to the third kugel patch implanted on (B)(6) 2007.

Event description:
On (B)(6) 2003: repair of incisional hernia with composix kugel mesh and abdominal wall reconstruction. On (B)(6) 2004: lysis of adhesions, partial excision of composix kugel mesh, panniculectomy. On (B)(6) 2006: repair of lower abdominal incisional hernia with non bard mesh and abdominoplasty. On (B)(6) 2006: diagnostic laparoscopy, enterolysis, partial removal of composix kugel mesh, and omentectomy. On (B)(6) 2006: exploratory laparotomy and omentectomy. On (B)(6) 2006: explant of infected composix kugel mesh, drainage of abscess, repair of incisional hernia with mesh. On (B)(6) 2007: lysis of adhesions, implant of non bard mesh and kugel hernia patch x3. On (B)(6) 2007: culture reports positive for staph. Ultrasound guided abscess drainage performed.